Event description:
Approx. 2 weeks ago, pt had ureteral stent inserted at another facility. In 2008, stent was removed at health system. Surgeon complained of the excessive amount of calcification attached to the stent. This surgeon has reported several other incidents utilizing boston scientific ureteral stents of the same nature. Both urology surgeons have requested the 24fr and 26fr ureteral stents from boston scientific be removed from our shelves do to these issues. Dates of use: 2 weeks. Diagnosis or reason for use: ureteral calculi.